Event description:
The customer reported via phone call that the replacement insulin pump he received still alarmed no delivery. The customer stated that the previous insulin pump had alarmed no delivery, and that insulin pump had already been replaced, but the one he received now alarmed no delivery again. Customer believed that the issue was still related to the insulin pump. The customer's blood glucose was 184 mg/dl. During troubleshooting, insulin did not exit during a fixed prime, and the device alarmed no delivery. Customer was advised to push insulin manually through the tubing, and insulin did exit. During a manual prime, insulin exited and customer was advised that the insulin pump worked as designed. Customer was advised that the alarm had been caused by an infusion set/reservoir occlusion due to possible vent blockage. Customer noted that the leg was used for insertion and was advised on recommended insertion protocol. Customer was advised that the infusion set and reservoir be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.